Event description:
It was reported that during a surgical procedure, there was a problem involving a catheter revision and an accessory kit. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).